Manufacturer narrative:
Device evaluation summary: device evaluation of battery packhas been completed. The reported problem was confirmed. The cause of the battery pack not powering up was due to a blown fuse. The battery pack was repaired, retested and restocked. The root cause of the blown fuse cannot be positively identified, but was likely random component failure. No adverse event resulted from the damaged battery pack. The last patient to use this battery pack did not report any problems.

Event description:
A review of service data detected a reportable event. During servicing of battery pack, which was returned for routine maintenance, ti was discovered that the battery pack would not charge. The last patient to use this battery pack did not report any problems with it.